Manufacturer narrative:
Date of report: 21sep2021.

Event description:
It was reported to philips that the device would not power on. The device was not in clinical use at the time of the event. There was no report of patient or user harm. The device was evaluated by the customer with assistance from a philips remote service engineer (rse). The rse troubleshot with the customer and provided the part number for a power supply. The customer later discovered that the power cord was faulty and replaced it with a new one and the problem was resolved.